Event description:
It was reported that during an implantable cardiac defibrillator (ICD) implant attempt the chronic right ventricular (rv) lead had high impedance when connected to the new ICD and the analyzer. The rv lead was capped and replaced. The new rv lead then also registered high impedance when connected to new ICD. The ICD was not used and replaced and impedance measured normal with new ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis indicated there were no anomalies found. We also receive performance data collected from the device and have analyzed the data. There were no anomalies found.